Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# va35c8rv93 implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 21-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient presented to the hospital on september 11th with expressive aphasia. After having a CT, it was determined the patient had edema around the leads. The patient has a follow-up in a week or two, but clinically, they are going "better" with steroids and repeat cts. There is a decrease in the expressive aphasia as well. Caller states the dbs reps both were made aware of this. Caller did not know the exact date they were notified, nor the date this started. Patient is also now on 360 mg of claritin.